Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose with unknown blood glucose. The customer's current blood glucose is 13 mmol/l. The customer did experienced diabetic ketoacidosis. It was unknown that the auto mode feature was active or not. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.